Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image loss occurs. Based on the results of the investigation, it is likely the following led to the malfunction: due to an imaging unit malfunction, noise appears in the image. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise. The issue was found during set up of the device. There was no patient involvement.